Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 18oct2019, and it was investigated on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position. The seal was extended outside the tube. The seal was then pulled out from the loading device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. The plunger was not depressed and the blue slide lock was dis-engaged. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches . The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hst ii system (3.8mm) malfunctioned, it didn't load when the flanges were depressed. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hst ii system (3.8mm) malfunctioned, it didn't load when the flanges were depressed. A replacement device was used to complete the procedure. No patient involvement.